Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indications for use were listed as spinal pain and failed back surgery syndrome. It was reported that there was an infection that was related to the device. The hcp stated that the patient was admitted to the hospital on (B)(6) 2016 due to a urinary tract infection (uti) and sepsis. The hcp wanted to know what the pump settings were and when the pump was last refilled; the hcp spoke with a manufacturer representative who was going to assist with getting the information. The hcp stated that the patient was very disoriented and was unable to provide information. The change in therapy/symptoms was reported as sudden. There was no allegation against device sterility. The hcp thought the pump was delivering morphine, but was unsure. The event date was unknown. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.